Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of device") and genital haemorrhage ("heavy prolonged painful bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, pid pelvic inflammatory disease on (B)(6) 2015 and sexually transmitted disease. Previously administered products included for an unreported indication: paraguard iud in 2006, flagyl and doxycycline. Past adverse reactions to the above products included contraception with paraguard iud. Concurrent conditions included thyroid cancer (siblings). Family history included cancer (maternal aunt) and ovarian cancer (siblings). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), weight increased ("weight gain") and rash ("rash"). The patient was treated with surgery (removal of essure) and surgery (removal of essure implant). Essure was removed in 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, weight increased and rash outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, perforation, rash and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Paragard iud was previously placed in 2006. As per mr essure insertion date is (B)(6) 2015. Most recent follow-up information incorporated above includes: on 18-jun-2018: reporters added and updated patient demographics. Historical drug, historical condition, family history and concomitant disease were added. Updated suspect drug essure 205 to essure 305 and indication. On (B)(6) 2015, she implanted essure (previously reported as (B)(6) 2006). On 2015, she explanted essure (previously reported as (B)(6) 2015). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of device") and genital haemorrhage ("heavy prolonged painful bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), weight increased ("weight gain") and rash ("rash"). The patient was treated with surgery (removal of essure) and surgery (removal of essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, weight increased and rash outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, perforation, rash and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.